Event description:
The reporter stated that she did back to back blood glucose testing, one right after the other. She used separate fingersticks; two were done reinserting the strip twice, but she could not recall which two were those readings. Her results were 144, 179, 167 and 174 mg/dl. She did not have any symptoms. The reporter's control solution was expired; a control test was not done. On follow-up, the lifescan rep reviewed qc procedures and meter to lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8